Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 219 mg/dl. The customer stated that he was having difficulty priming the insulin pump. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.